Event description:
Additional information was received that the MRI was off-label and the device was reprogrammed to resolve the event.

Event description:
It was reported that the device was in backup (bvvi) mode due to an unknown cause resulting in a loss of high-voltage (hv) therapy. No intervention has been performed at this time. The patient was stable.